Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic hernia repair. The trocar cannula broke in half while in the patient. All pieces were retrieved from the abdomen. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). A device cannula was delivered to the analysis lab, to determine the fracture mode for the cannula that broke in half. The part was examined with an optical microscope and several images of the part were taken. Additional images from samples that were tested during design verification are included to compare fracture modes of the cannulas. The part broke at the base of the narrow cross section of one of the stability threads at the proximal end of the trocar. The cause of the fracture is unclear, but the mode is consistent with a part that broke as a result of a side load applied to the part. The cannula is manufactured from (B)(4) and during design verification testing of these devices the cannulas were tested by applying a load to the distal end until the part yielded or fractured. These parts broke in two different modes. One mode was when the cannula reached its max load it bent over. Another mode was that the cannula broke along a relatively flat path at the base of the stability threads. In these parts some necking or yielding occurred prior to the fracture. Note the region of necking or yielding in the area next to the fracture is similar in the design verification testing and the complaint device. (B)(4) is a ductile material, however notches placed in the material can cause the material to break along a relatively flat surface and not bend. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.